Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the naturalyte and/or granuflo product administered to the patient for dialysis.

Manufacturer narrative:
The is one event for the same patient involving two separate products.